Event description:
Asr revision. Reason for revision: alval / soft tissue reaction. Update: date and reason for revision and surgeon from (B)(6) update spreadsheet dated (B)(6) 2011.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint* asr revision recommended. Asr hip resurfacing system (right). Reason for revision: alval / soft tissue reaction. Update: date and reason for revision and surgeon from crawfords update spreadsheet dated 8 nov. 2011. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: asr revision recommended, asr hip resurfacing system (right), reason for revision: alval / soft tissue reaction. Update: date and reason for revision and surgeon from (B)(4) update spreadsheet dated 8 nov 2011. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.